Event description:
Thammaroj j, jayakrishnan v, lamin s, jenkins s, teasdale e, bhattacharya j. Mti (dendron) variable detachable coils: preliminary cl inical experience in cerebral aneurysms in glasgow. Interventional neuroradiology. 2003;9(1):47-52. Doi:10.1177/159101990300900106 medtronic literature review found a report of patient complications in association with dendron variable detachable system (vds) coils. The purpose of this article was to discuss initial clinical experience of the vds coils in their first ten patients. No clinical complications were encountered in this series and all patients made good recoveries. The following intra- or post-procedural outcomes were noted:  - after successfully positioning and detaching the third segment of the last vds coil, the fourth segment separated from the wire inside the microcatheter, during withdrawal of the wire. It withdrew several centimeters before separating. This raised the possibility that it had partially detached by electrolysis within the microcatheter, and then finally separated during withdrawal. Subsequent investigation, however, showed no evidence of electrolysis at this detachment site. Since separation occurred within the microcatheter and they had already decided that this was to be the last coil, the microcatheter was simply withdrawn from the aneurysm as normal and there were no clinical sequelae.  - it was observed that there was a marked increase in friction when trying to pass vds coils through a size-10 microcatheter.

Manufacturer narrative:
Thammaroj j, jayakrishnan v, lamin s, jenkins s, teasdale e, bhattacharya j. Mti (dendron) variable detachable coils: preliminary cl inical experience in cerebral aneurysms in glasgow. Interventional neuroradiology. 2003;9(1):47-52. Doi:10.1177/159101990300900106 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.